Event description:
It was reported to boston scientific corporation that "all four sleeves of the pinnacle device were present and intact prior to the procedure."

Event description:
It was reported to boston scientific corporation that during the closing of an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, it was noticed that half of the sleeve belonging to one of the sacrospinous ligament legs was missing. The sleeve was found neither inside the patient nor in the operating room. The physician reportedly neither noticed the sleeve tear during the procedure, nor "anything else at all unusual" during the procedure. The procedure was completed with this pinnacle anterior/apical pfr kit without any further complications to the patient. Reportedly, the patient, who is doing "fantastic," is not experiencing any symptoms that could indicate that the sleeve is inside her.

Manufacturer narrative:
Although the patient's exact age is unknown, she is reported to be over 18 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.